Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested due to concern for thrombus. It was stated that the patient was found down by family with driveline disconnected. The family plugged the driveline back in and began cardiopulmonary resuscitation (CPR) log files were reviewed, and the event log file contained low flow estimates as well as sustained low flow hazard events on (B)(6) 2025. Technical services (ts) stated that a few set speed changes were also seen in the log file. The periodic log file contained alarms associated with a driveline disconnect on (B)(6) 2025 at 8:36am. Ts stated that they were unable to determine the exact duration of the driveline disconnect event. Also 2 low flow readings were seen prior to the disconnect as well as several after the driveline was reconnected. An echocardiogram was performed indicating a severely collapsed left ventricle (lv). There was no thrombus. The cause of the low flow alarms was the collapsed lv. They resolved after a ramp echocardiogram was performed. Symptoms during the low flows included hypotension it was noted that the patient had been intubated and sedated at that time. The patient was unsure why they had disconnected their driveline; they had thought they were changing their batteries.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect event as well as several pumps reset events. The driveline disconnect event was attributed to the patient disconnecting their driveline; however, the cause of the pump resets could not be conclusively determined through this evaluation. Analysis of the submitted log files also confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined, the account reported they were due to severe left ventricle (lv) collapse. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 06jun2025. Low flow hazard alarms were captured throughout the file. The controller periodic log file contained data from (B)(6) 2025. Low flow hazard alarms were captured on (B)(6) 2025. The file captured the driveline being disconnected causing the pump to stop sometime between (B)(6) 2025 at 07:36:45 and (B)(6) 2025 at 09:36:45. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the driveline was disconnected and reconnected cannot be determined from this log file. The left ventricular assist device (lvad) event log file contained events from 06jun2025. Six pump resets were captured throughout the file. Following the events, the pump resumed operation without issue. One of the resets was consistent with the reconnection of the driveline. A specific cause for the remaining five pump resets could not be determined as the controller events captured during this timeframe were overwritten by newer incoming events, per design. No other notable events or alarms were captured. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under "educating and training patients, families, and caregivers"), explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.